Event description:
It was reported that a venous closure of a right common femoral vein was done with one proglide device using the pre-close technique via a 10f sheath hole prior to an ablation interventional procedure. Reportedly after opening the package, the white suture was noted to be contaminated. The physician judged that there was no problem using the proglide device and the suture was successfully pre-placed. The use of the 10f sheath was continued and the ablation procedure was completed. The one pre-placed suture was used to achieve hemostasis. However, the white non-rail end portion of the suture was not attached. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported contamination and ¿white non-rail end portion of the suture was not attached¿ were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic proglide instructions for use, states: do not use the perclose proglide suture mediated closure device or accessory if components appear to be damaged or defective. The IFU deviation would not have contributed to the reported difficulties. The shrink tubing was missing from the non-rail suture and was found loose in the packaging. This was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.na